Event description:
It was reported that the patient presented to the clinic after receiving inappropriate hv therapy. Review of the episodes showed noise on the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasions at 21.2cm, 24cm, 25cm and 26cm from the connector pin. One of the rv etfe cables was abraded at 26cm from the connector pin. The reported sensing anomaly root cause could not be determined. The damage found is consistent with friction to the ICD can.